Manufacturer narrative:
(B)(4) device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4)

Event description:
Same case as MDR ID:2134265-2015-07351 and 2134265-2015-07355. It was reported that balloon rupture occurred. Vascular access was obtained via the right artery. The 92% stenosed, 13x2.5mm, eccentric, de novo target lesion contained <=45 degree bend and was located in the non-tortuous and severely calcified right coronary artery (rca). A 6fr guide catheter was placed. After a 185 pt2 ms guidewire was advanced to cross the lesion, a 2.50mm x 15mm maverick2 balloon catheter was advanced to dilate the target lesion. However, upon the second inflation, the balloon ruptured at 10 atmospheres. The device was removed and another 2.00mm x 20mm maverick2 balloon catheter was advanced but also ruptured upon the second inflation at 12 atmospheres. The physician removed the second maverick2 balloon catheter and a third 2.00mm x 15mm maverick2 balloon catheter was advanced but still ruptured upon the second inflation at 10 atmospheres. The device was removed and the procedure was closed. No patient complications were reported and the patient's status was stable.